Event description:
The user facility reported that a cardiomyopathy patient was on impella 5.5 when the intensive care unit staff reported that the placement signal was suddenly gone. There was no alarms on aic screen and no harm to the patient reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: on 6/16 5.5 pump (B)(6) was connected and run until 6/23. On 6/18 there was a placement signal not reliable alarm that did not resolve but the audio was silenced. After the pump was unplugged, the lamp was found to be outputting no light (0.44v) triggering controller error #1039. The lt and rt logs confirm that starting on 6/18 the placement signal went to 3000mmhg as the contrast oscillated between +/-3200% and snr went to 1. Device analysis: on console return, when the console was booted up, the optical bench firmware was read as n/a. This was not reproduced during subsequent testing and is potentially unrelated to the complaint. The bad lamp and lost placement signal was not reproduced during testing. Root cause: the cause of the intermittent optical signal issue was a defective lamp because the lamp persisted to malfunction after the pump was removed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.